Event description:
Additional information was received. There was no device malfunction identified or any device problem reported during the procedure. The physician's assessment on the likely cause of death of the patient was the aortic dissection.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. The following sections of this report have been updated: additional information added to b5.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcification of the aorta) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported from singapore by our edwards lifesciences affiliate, during a transcatheter aortic valve replacement procedure by transfemoral approach, the patient had transient hypotension (systolic bp 70mmhg) after the wire crossing the native valve. The implanters were initially concerned about possible aortic regurgitation (ar), so the 23mm sapien 3 valve was implanted. After implant, blood pressure remained low. Aortogram showed good valve position with mild ar. Initial tte showed pericardial effusion and pericardiocentesis was performed. The patient was intubated. Tee showed an aortic dissection from ascending to descending aorta with ongoing pericardial effusion. The patient's blood pressure continued to decrease and went into refractory pulseless electrical activity (pea). The decision was made not to further resuscitate. The patient died.